Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the available information, the root cause could not be determined. Although it was noted that a cleaning brush was lodged in the channel, the origin of the brush could not be determined. The brush was not one that had been used at the user facility nor the previous facility. Additionally, the cause of the brush remaining in the device could not be specified. There was no reported deformation or damage to the area where the brush was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The suggested event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been returned to an olympus repair center for evaluation and inspection. This investigation is ongoing, and additional information regarding this event will be requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a broken cleaning brush in the channel of their evis exera iii colonovideoscope. No patient or user harm has been reported. No procedural delays have been reported.